Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. The stent was not returned with the sds. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The max stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and no issues were noted. There were crimp markings evident on the balloon wall. It was evident that some positive pressure had been applied and a vacuum pulled as the balloon wings were out of their original folded position. A visual and tactile examination of the device revealed multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-may-2017. It was reported that crossing difficulties were encountered.   The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.